Event description:
Pt had heart catheterization with placement of drug-eluting stent. A 7-french arrow sheath was used for access for the heart catheterization. The sheath was left in place after the heart catheterization per standard practice. Once the act (activating clotting time) was in range, the sheath was attempted to be removed. Resistance was felt, then the sheath came free with immediate bleeding noted. Pressure was held to manage the bleeding. An x-ray was obtained which showed that the introducer sheath was still in the femoral artery and had separated from the hub. Pt taken to surgery to remove retained sheath from the artery.